Manufacturer narrative:
The investigation for the low pump flow, hemolysis, and limb ischemia has been completed. Only the purge cassette was returned for evaluation. The field data logs were reviewed and the complaint purge cassette was not able to prime as the purge ticks were not seen and there was low purge pressure. The imc logs showed it stuck in priming. The returned purge cassette was connected to an aic to prime and upon priming it was stuck on the de-airing screen. The piston could not be heard driving. It was opened and attempted to prime again but the piston would not move. The gear was then manually turned by hand and resistance was felt at the sticking point. The root cause of the priming issue was due to a damaged driveshaft resulting in piston failure. Data logs also found that there was a spike in motor current, placement signal and purge pressure followed by a decrease in purge flow. The root cause of the hemolysis is most likely due to biomaterial. The root cause of the limb ischemia could not be determined without additional information. D9 device return date.

Event description:
Us complainant reported the patient was on impella cp support. While on support, there were signs of hemolysis/hematuria, and the leg was noted to be cool and doppler signals were absent. The 14 french sheath was removed and the repositioning sheath was inserted. A repeat doppler then had positive signals with the patient's foot increasing in temperature. Additionally, the impella screen was stuck during the on the priming loading screen after attempting to de-air purge bag. This purge system was hooked to a pressure bag per the team's guidance as they were having prior purge pressure issues. Troubleshooting efforts were unsuccessful. The patient ultimately expired as they were coding while the purge issues were ongoing. There was no resolution to purge pressure low. Medical safety has reviewed the case and has stated that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. The purge cassette and data stick, however, have been returned. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿